Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. The medtronic representative observed the reported behavior following the procedure, when investigating the navigation system. In trouble-shooting, checked power connection to monitor; both ends of cable were firmly connected. Return requested for 19 inch fusion monitor. No parts have been received by manufacturer for analysis. Return requested for dvi-m to hd cable. Replacement device shipped to site no parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Visual inspection showed that the monitor cable was good. The rep replaced the monitor and the system was functioning as expected. The hardware and software passed the system checkout. The system was found to be fully functional. The monitor and dvi cable were returned to the manufacturer for evaluation. Both components produced normal images during testing and were found to be fully functional. The reported event could not be duplicated by medtronic personnel. There were no further issues reported.

Event description:
A medtronic ent representative reported that, while in a procedure, the navigation system monitor would intermittently go to black, and after a few seconds, would reappear. The delay was a few seconds each time it occurred and it was reported to have gone black 5 times during the procedure, at various stages of registration and navigation. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.